Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and expired two days later. These claims were allegedly caused by the exposure to the product administered during dialysis treatment.